Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "keeps blowing the main battery fuse". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was not confirmed nor reproduced during evaluation. The cause of the reported condition was not identified as this is a stay-in device, and the device will not be repaired at this time. According to device history review, the channel a pump was found to have one exception during manufacturing, however, it was reworked and passed all subsequent testing. A service history review revealed no previous service events were related to the reported condition. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.